Event description:
Two items from ethicon surgiflo hemostatic matrix lot number 243829 were opened. During both times, when the rubber stopper was pierced for injection of saline, the device failed. The injectable saline that goes into the bottle doesn't actually go into the bottle, so the item must be "wasted". This happened twice to two different nurses in the span of an hour. Both items were from the same lot.